Event description:
Customer reported the system is locking up and displaying a cine disk error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated cine bridge board and cables to cine bridge and cine drive. Reformatted cine drive. Completed all test and checks. Cine operation is working as designed. System operates as intended.